Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's next of kin that the customer's insulin pump was over delivering. The customer¿s blood glucose level was unknown but low at the time of the incidents. The caller stated the pump delivered a bolus when the customer was asleep. The caller stated the customer used food to treat the lows. Troubleshooting was not completed. The insulin pump will be returned for analysis.